Manufacturer narrative:
On (B)(6) 2019, patient reported that a biopsy was not taken due to the fluid being too far behind the muscle. She saw her plastic surgeon who referred her to a specialist that would be able to obtain that fluid for testing for lymphoma. Patient also reported during physical examination of right breast she was told she had capsular contracture and that she was experiencing discomfort and hardness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not explanted as of this report. Issue with seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown saline breast implants which patient reported fluid build up around the right implant. They are suspecting possible lymphoma, pending biopsy appointment, happened after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.